Manufacturer narrative:
A review was performed by the post market clinical dept of the treatment data provided a large intra-peritoneal drain volume occurred in drain 6 with an undetermined cause. The pt's hernia repair is captured in MDR # 2937457-2014-01045 (previously submitted). The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Review of medical records revealed that a pt experienced drain issues during treatment. Fill 1: 3198ml, drain 1: 3204ml. Fill 2: 3006ml, drain 2: 3198ml. Fill 3: 3006ml, drain 3: 3196ml. Fill 4: 3006ml, drain 4: 3197ml. Fill 5: 3006ml, drain 5: 3201ml. Fill 6: 3006ml, drain 6: 5586ml. Fill 7: 1004ml last fill volume. The reported drain volume of 5586ml was 186% over the expected drain volume which resulted in a reportable device malfunction. On (B)(6) 2014, the pt underwent surgery for hernia repair. No peritoneal dialysis treatments were missed. As of (B)(6) 2014, the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, and the pt signs and symptoms of hernia have resolved.